Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00875101236, neutral liner 36mm i.d. Size kk for use with 56 mm o.d. Size kk shell, lot # 63595820. Report source, foreign - event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent initial hip arthroplasty. Subsequently, the patient underwent revision due to dislocation.